Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. An alert message indicated the battery voltage is at or below elective replacement indicator. The device was explanted and replaced.